Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, guided fluoroscopy demonstrated extravasation from the pta balloon during the first inflation. The health care provider reported that the device was removed in its entirety with difficulty through the sheath. The hcp further reported that another pta balloon was used to complete the procedure. There was no reported consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 8cm balloon. The balloon appeared to have been previously inflated. No anomalies were observed along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire and it passed without issue. The inflation hub was connected to an inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was seen exiting the balloon 9.2cm from the distal tip. The location was examined under microscopic magnification and a pinhole rupture was observed approximately 9.2cm from the distal tip. With the guidewire in place, an attempt was then made to insert the balloon into an in-house 6fr introducer sheath. The balloon was able to fully advance through the introducer sheath without issue. The balloon was then retracted from the in-house introducer sheath without issue. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is unconfirmed for a leak; however, a pinhole rupture was found on the proximal cone of the balloon. Therefore, the investigation is confirmed for material rupture. The investigation is unconfirmed for sheath retraction problems, as the balloon was able to be retracted through an in-house 6fr introducer sheath without issue. The balloon rupture likely caused the alleged retraction difficulties through the introducer sheath. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the vaccess pta instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.